Event description:
It was reported that the customer's esc button was not working on her insulin pump. The customer stated that the issue occurred when she was attempting to deliver a bolus. The customer's blood glucose was 171 mg/dl. The customer did not recall any significant events leading to the keypad issue. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.